Manufacturer narrative:
The device was returned to olympus for evaluation. Olympus did not duplicate the ¿not sealing¿ customer experience; both switches were functional, and the device passed electrical and output tests. Olympus confirmed the reported damaged teflon pad. The pad was partially split off, exposing metal. Based on similar reports, a probable cause for this type of damage is operator¿s technique while the device is activated, in which insufficient tissue is grasped between the probe and the jaw. The device instruction manual contains several warning statements to prevent damage to the teflon pad and probe: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿

Event description:
Olympus was informed that during a colectomy procedure, the device sealing function stopped working, and the teflon pad was burnt. There was no report of patient adverse event. The procedure was completed with a similar device.